Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, would turn on and then off. The problem happened during programming/set up at the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the customer reported pumps turn off which was not reproduced. Evaluation found causality of the battery being the cause. No correction is required to the device. The battery will be evaluated separately. Should additional relevant information become available, a supplemental report will be submitted.